Event description:
It was reported that the ventilator failed pre-use check. Moreover, the ventilator's control, monitoring and expiratory printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory channel printed circuit board (pcb), control pcb and monitoring pcb were defective due to moisture and in need of replacement. Replacement of the expiratory channel, control and monitoring pcb's solved the issue. The monitoring handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The control circuit board contains electronics (including microprocessor) responsible for i.a. For inspiratory pressure regulation which can be used during inspiration time in any mode. The expiratory channel contains electronics including microprocessor for handling of the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. Our conclusion is that the replaced part was the cause of the failure. However, the root cause of why the part failed has not been established as the replaced part was not returned for investigation. It has remained unknown under which circumstances and when the moisture entered the unit. Nevertheless, it can be concluded that the operator of the device must have been aware about that situation, the device was separated and the getinge service had been called. After replacing parts affected with moisture, the device passed all performance tests and has been returned to clinical use. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model were required. D1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800.

Event description:
Manufacturer ref#: (B)(4).